Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had fallen too many times. When she tried to rewind it did not go all the way down. Sometimes she has to use a reservoir to push it down. Customer's blood glucose level was not reported. The device was not returned.